Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7093880.

Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the hospital due to the lead extension protruding the scalp. The physician exposed the lead extension and repositioned it under the skin. Patient was doing well postoperatively.